Manufacturer narrative:
Regarding this complaint, the customer was mistaken and the repair order was cancelled. Based on the information received, since the repair order was canceled by the customer due to its mistake, there was no alleged malfunction of the device. The event has been reassessed as not reportable. Livanova will keep monitoring the market. H3 other text : request cancelled.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in japan. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the control knob of the evo panel suddenly came off. It was attached it again, it is spinning inside and cannot be used. There is no report of any patient injury.